Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that the customer was hospitalized on an unknown date. The customer's blood glucose level was unknown at the time of hospitalization it was reported that the customer had an episode and they were in the hospital. The customer reported that they probably went over the daily limit. The customer reported that it would not load the reservoir. The customer refilled the cartridge and tried to put in the insulin pump and it started working. The customer was not able to load the insulin and it was working now. The insulin pump will not be returned for analysis.